Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction happened because the drawer board failed, making the station unusable with a black screen. A field service engineer replaced the half-height controller board and drawer board, and set up the drawers in the storage space configuration to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system did not power on. The customer confirmed that they were able to get the meds and causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.